Event description:
It was reported when using the bd pyxis medstation es system stuck on windows screen. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station got stuck. The technical support specialist applied settings to network interface card and ports to not sleep to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.